Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance - per the instructions for use which states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to an interventional procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, there was difficulty with insertion and the foot plate opened prior to lifting the lever to deploy the foot. The device was removed. The sutures of two additional proglide devices were successfully placed using the preclose technique. The arteriotomy was 5f. The sheath was upsized to 12f and the interventional procedure was completed. The two successfully pre-placed sutures achieved hemostasis. The physician was reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.